Event description:
It was reported that an occlusion alert occurred while using an infusion set (contact detach), which was resolved after the user changed the infusion set and moved the site. Customer care provided support, with the user declining live assistance for the supply change. Investigation of this case revealed that the occlusion resolved following replacement of the infusion set and site change, suggesting a transient infusion pathway blockage. No symptoms and no reported change in blood glucose. Outcomes included no reported clinical impact and no need for medical intervention. It was concluded that the event was consistent with an infusion set occlusion that resolved with standard corrective action.